Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device did not pass the cassette test, the fluid shield was found to be damaged, and fluid spillage was noted. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the device did not pass the cassette test, the fluid shield was damaged, and fluid spillage was noted. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.